Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced oropharyngeal pain ("sore throat") and pelvic pain ("I have had very little pain") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the oropharyngeal pain, medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal, oropharyngeal pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media hysterectomy, sore throat, pain. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case :(B)(4) .all the information such as :references, reporters , events has been transferred from this case to retention (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('vaginal hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced oropharyngeal pain ("sore throat") and pelvic pain ("I have had very little pain") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the oropharyngeal pain, medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal, oropharyngeal pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media hysterectomy, sore throat, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.